Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system had a liquid leaking from around the bunm electrode into the compartment after the customer removed the electrode to perform cup maintenance on (B)(6) 2011. Customer reported that there were no erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that a wrong quad ring was in place. The fse installed a correct quad ring and resolved the issue.

Manufacturer narrative:
(B)(4).